Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files and via evaluation of the returned system controller (B)(6).the controller event log files contained approximately 6 days of data combined (B)(6) 2023¿ (B)(6)2023 and (B)(6) 2023per the timestamp). A controller fault alarm associated with an lcd fault activated on (B)(6)2023 at 1:14:32. The driveline was disconnected on (B)(6) 2023 at 2:02:32 to exchange the controller. The controller was reconnected to a power module on (B)(6) 2023 and on (B)(6) 2023 and the controller fault alarm was observed to activate shortly after the controller was powered on each time; the driveline was not connected during these events and the controller operated in charge mode. The controller fault alarm was not observed to resolve while the controller was in use or powered on. There were no other notable alarms throughout the log file. The pump maintained a speed above the low-speed limit while the driveline was connected. The returned system controller was tested in a mock circulatory loop and a controller fault alarm activated a few minutes after the controller was connected to power; it should be noted that the controller was able to support pump operation during testing. The issue was isolated to the lcd printed circuit board (pcb). Circuit analysis of the lcd pcb revealed that one of the integrated circuit (ic) chips was electrically damaged. The damaged component was replaced which resolved the controller fault alarm. The controller was then reassembled and tested in a mock circulatory loop for an extended period of time with no further issues observed. The root cause of the reported event was determined to be a damaged ic chip on the lcd pcb. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 patient handbook rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the controller. Rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing a controller fault alarm. The pump running symbol was noted to be on. The patient later stated that they may have seen a yellow wrench flash but no audible alarm was noted. The controller was exchanged and the patient presented to the clinic to obtain a new controller. Log file review confirmed controller internal fault events starting (B)(6) 2023 at 1:14 am until the controller was exchanged around 2:02am. The faults indicated a communication issue between the lcd and the controller microprocessor or an issue with the lcd itself.